Event description:
I have been using renu moisture loc contact lens saline solution for approx a year and half. My vision had deceased two levels since my last eye exam. I am highly sensitive to light, my dr has noticed tissue damage in my eyes, as well as, eye pain and irritation. I have to take an inflammatory drop and an eye drop to get rid of the bacteria in my eyes. I still have problems wearing my contacts for more than eight hours, as well as excessive dryness. My dr performed eye exams using dye's to determine that I have tissue damage.